Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing and mode switching were observed on the atrial lead. Provocative testing was performed and no anomalies were observed. Lead insulation damage was suspected but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.